Event description:
It was reported by a customer that as the physician was about to begin a procedure on (B)(6) 2011 they noticed that the laser system had developed an internal water leak. Per the customer, there was a breakage in the inlet connector of the particle filter which had a fissure and caused a big water leak. The pt was in the operating room and had already been anesthetized at the time the water leak was detected. No pt harm was reported as a result of the malfunction of the laser system. The laser system was not used to perform the scheduled procedure. Per the customer, the physician decided to not use the laser system and performed the procedure via tur (trans urethral resection). The procedure was completed by tur.